Event description:
It was reported that pump displayed malfunction code 16 and could not be reset, with no notable events occurring before malfunction. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, received instructions to place pump in storage mode before returning it, and was informed that pump would be replaced, that pump settings and continuous glucose monitor would need to be set up on replacement pump, and that problematic pump must be returned within 10 days using prepaid label, which customer understood and acknowledged.